Event description:
Aortic dissection caused by percutaneous coronary intervention: 2 new case reports and[?]detailed analysis of 86 previous cases". The diagnostic catheter was immediately removed, and a 6f jr4 guide catheter was used without difficulty to engage the rca. A 180-cm asahi prowater flex guidewire (abbott vascular, part of abbott laboratories; abbott park, ill) was inserted into the rca but could not cross the culprit lesion. This wire was exchanged for a 190-cm hi-torque whisper guidewire (abbott vascular), and the lesion was successfully crossed with support from a 1.5 x 15-mm maverick over-the-wire balloon catheter (boston scientific corporation; natick, mass).two brief inflations were done at pressures of 12 atm within the stent for 10 s each. The wire was upgraded to a 300-cm asahi prowater flex wire while the maverick balloon was still inside the artery. The patient reported chest pain, and his systolic blood pressure (sbp) fell to 78 mmhg. The balloon was removed. An angiogram showed dissection of the proximal rca, extending retrograde into the right aortic cusp and ascending aorta (fig. 1). In addition, slow flow and evidence of thrombus were noted in the rca.